Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump had critical pump error alarm. Customer reported open book image. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will discontinue use.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm on event date june 13, 2022. No critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device passed the delivery accuracy test at 0.08730 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board1 and electrical board2. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification (23.9mv). The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), corroded battery tube and battery tube threads cracked. In summary, customer allegations for critical insulin pump error (open book image) alarm not confirmed. Moisture damaged noted on electrical board1 and electrical board2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.